Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also; the insulin pump was unable to vibrate due to broken vibrator black wire. However, the insulin pump passed displacement test, rewind test, basic occlusion test, and a21 error test. No motor error alarm, no a17 alarm and no a21 alarm noted. Unable to confirm excessive no delivery alarm due to prime anomaly. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners, cracked display window and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart error, no delivery, and motor error. Additionally, the insulin pump did not vibrate despite the vibration setting being turned on. The patient's blood glucose at the time of incident is unknown. Troubleshooting occurred for the motor error alarm. The drive support cap appeared normal. The device was not exposed to a high magnetic field either. A rewind was successfully performed and the device passed the displacement test and manual prime. However, troubleshooting for the vibration anomaly resulted in the device not vibrating during the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.